Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An electrical evaluation was performed. The cable adapter was tested for continuity per material specification. The "connector din-pin 5" to "receptacle-pin4" and "connector din-pin1" to "receptacle-pin 3" failed continuity test (multi meter. The circuit was interrupted as the cable was manipulated, indicating a break in the wiring. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, there was no power on the t.w. Power supply. The cables were swapped and there was still no power. A replacement device was used to complete the procedure. The hospital did not report any pt effects.